Event description:
The heat/humidified circuit was used to pre-oxygenate the patient prior to surgery. Patient complained he could not get enough air. The gas analyzer had readings consistent with room air indicating the pt was entraining room air from around the mask. Pt was changed to a conventional circuit. The initial heated circuit was tested away from the pt and noted to have a very high resistance to air flow in the inspiratory limb. A 2nd and 3rd circuit was tested and found to also have the same very high resistance in the inspiratory limb. No patient harm resulted due to the device failure.======================manufacturer response for westmed adult heated wick circuits (per site reporter).======================manufacture representative came onsite day after incident and replaced with an older version of the same product. Pediatric circuit a4354 was also replaced with an older version.